Manufacturer narrative:
Medical device name update to frn.

Event description:
The device was returned for a pneumatic valve actuation failure (valve 6). Log files for the device were reviewed and show that valve 6 is experiencing a pneumatic valve actuation failure. A mock infusion was run on the pump and no failures occurred. Device was opened to inspect for internal damage. The rear housing was found to be cracked on the bottom right corner into the screw boss and the front housing has two broken screw bosses on right side of the housing. No other damage was found.

Event description:
The following has been reported: biomed reported: pump have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Pump problem during infusion. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.